Event description:
It was reported that the device displayed invalid data under monitored at/af events. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. Battery voltage was pre/approaching eri (elective replacement indicator). Battery voltage at 2.83 v (eri @ 2.81 v).

Event description:
It was reported that the device displayed invalid data under monitored at/af events and that the device is approaching the elective replacement indicator (eri). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Battery voltage was pre/approaching eri (elective replacement indicator). Battery voltage at 2.83 v (eri @ 2.81 v).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and there was inconclusive analysis. Performance data was collected from the device and analyzed. Battery voltage was pre/approaching eri (elective replacement indicator). Battery voltage at 2.83 v (eri at 2.81 v).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and the device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri (elective replacement indicator). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. Battery voltage was pre/approaching eri (elective replacement indicator). Battery voltage at 2.83 v (eri at 2.81 v).

Event description:
It was reported that the device displayed invalid data under monitored at/af events and that the device is approaching the elective replacement indicator (eri). It was further reported that the device reached recommended replacement time due to low battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device displayed invalid data under monitored at/af events and that the device is approaching the elective replacement indicator (eri). It was further reported that the device reached recommended replacement time due to low battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Battery voltage at 2.83 v (eri at 2.81 v).